Event description:
It was reported that the pfna blade was unable to be inserted during a trochanteric femoral fracture procedure. Since the patient was a (B)(6) woman, the operation was undergone by the usual manipulation, but the bony tissue was unexpectedly good and the pfna blade was unable to be inserted. It was once extracted and the reaming of the inside of the bone head was carried out. After that, she was scheduled to have the operation again. At the second time of insertion, for her, the removal instrument was completed. However, it became impossible to be unlocked for the tip rotation of the blade. With the situation, the blade was drawn out a little forcibly, the instrument of another size was put in, and the operation ended. However, the demand of the investigation came from the doctor regarding the point that the lock was not able to be released in spite of having conducted the operation successfully. The rotation of the tip was locked and the connection section with the inserter of the blade had come out about 5mm. The part was touched and after that it was restored to the usual condition and did not return to the condition after the occurrence. However, at first glance, the tip of the blade was obviously unable to be rotated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the returned pfna-ii blade could not identify the root cause for the reported problem. The carried out functional test could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. We are not able to determine the exact reason causing the reported problem.